Manufacturer narrative:
Device received with cracked and bleeding lcd glass, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that there was a big black spot in the middle of the screen. Customer was unable to read the screen. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.